Event description:
It was reported that during preventive maintenance (pm), the cs300 intra-aortic balloon pump (iabp) failed the battery runtime test. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) evaluated the unit and found the battery runtime to be at 100 minutes. The stm then replaced the batteries to resolve the issue. The iabp was then functional tested without any further failures with all safety, calibration, and functionality checks to factory specifications. The iabp was released to customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during preventive maintenance (pm), the cs300 intra-aortic balloon pump (iabp) failed the battery runtime test. There was no patient involvement and no adverse event was reported.